Manufacturer narrative:
The reporter's strips were returned for investigation. The returned test strips were measured with the retention meter with two high level control sample: testing results (qc range: 2.6 ¿ 3.2 inr): qc 1: 3.0, qc 2: 2.9, qc 3: 2.9. Lin 3 testing results (range: 4.1 ¿ 6.8 inr): result 1: 5.3 inr, result 2: 5.2 inr, result 3: 5.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Facility name was provided as "sanipep apotheke im einkaufs-center neuperlach inh. Doris schwaabe ot: ramersdorf-perlach".

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 9:36 am, the result from the meter was 3.5 inr. At 11:30 am, the result from the laboratory using an unknown reagent was 4.9 inr. The patient's therapeutic range was not provided.